Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. D2b: additional device product codes: hsb, jds. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the physician reported that a short rfna which he had implanted on (B)(6) 2022 had broken at the junction between the most distal screw of the proximal interlocking screws. The surgeon removed the broken hardware on (B)(6) 2022 and revised the construct with a nail and plate. Upon product return to the manufacturer and examination on october 11, 2023, it was identified that two screws were stripped. This report involves one locking screw for im nail ø 5mm/ 32mm/ xl25/ sterile. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a manufacturing record evaluation was performed: product code: 04.045.032s-us, lot: 638p663: it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: february 18, 2022. Manufacturing site: jabil grenchen. Expiry date: january 31, 2032. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the locking screw was found the middle threads stripped. No other defect was found. A dimensional inspection was not performed as it is not applicable to the complaint condition. The current and manufactured to drawing was reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.